Event description:
It was reported that the patient received an inappropriate shock. Lead revision is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.